Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received six devices. The visual inspection of the returned products noted that the circular seal was cut on one of the devices. The trocar, envelope seal and obturator appeared intact. The other five obturators were not received. The other five devices appeared intact. The condition of the first device precludes functional testing. Pmv performed functional testing; the other five devices passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagus procedure, while the trocar was inserted into the abdominal wall, the device had a damaged seal, air or gas leaked from the seal, wherein there were major issues with membrane leakage, that the top membrane got a rift/tear in which the surgeon mostly experiences that the top membrane stretches and could not keep its seal past the second hour of surgery. In order to resolve the issue, surgeon had to open up new trocars and exchange the top part of the cannula house to avoid leaking. There was no patient injury.